Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "stopped working." The customer declined troubleshooting with tandem technical support, or to provide additional information. Reportedly, the customer reverted to manual injections for insulin therapy.